Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that station was showing incorrect date and disconnect mode. A technical support specialist (tss) dialed into the station and found that the system time was 11 minutes behind. The tss launched gpedit.msc and corrected the network time protocol (ntp) settings based on an environmental change. The new and preferred ntp server was updated to ntp.ascension.org. After updating the group policy to point to this new ntp server, the system time automatically synchronized. This update helped prevent the station from appearing in disconnected mode on the health sight viewer in the future issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was showing incorrect date and disconnect mode. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 - initial reporter e-mail: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was showing incorrect date and disconnect mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.